Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed by pulling back and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.